Event description:
During a peripheral procedure in the cardiac catheterization lab while wiring the popliteal artery, the tip of the whisper extra support wire broke free in the popliteal artery. The physician was able to retrieve the tip using a 4mm microsnare. There were no complications or harm to the patient. The patient was discharged as scheduled the next day.